Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The reported incident of pump stoppage events was confirmed based on the evaluation of the log file collected from the returned system controller. The log file contained events where the actual pump speed reduced below the low speed limit. In addition, several intermittent pump stoppage events occurred, confirming the reported event of a pump stoppage. The pump power was observed ranging between 0 watts and 13.9 watts during these pump stoppage events. The pump power was elevated throughout the log file, consistently in the range of 9-12 watts. No other pump stoppage events occurred in the log file. The system controller was tested with the manufacturer's laboratory equipment and the pump stoppage event was not able to be reproduced. The system controller functioned as intended during analysis and the specific cause for the events observed in the log file was unable to be determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt experienced several low speed advisories and 1-2 "pump off" alarms. The pt changed the sys controller at home. A review of the log file confirmed the event. The pt was admitted for observation. An xray of the driveline was performed and no anomalies were found. The hosp replaced the sys controller and the pt remained on the power module with no alarms.